Event description:
It was reported that the patient was "not feeling great " post ablation and change to lower rate approximately one month before. Review of the electrocardiogram showed p waves, but the device was not seeing p waves in unipolar or bipolar. It is believed that there is undersensing due to atrial lead. An x-ray showed the lead had not moved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) (B)(6) 2011. (B)(4).